Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging and using her scs system approximately a year ago due to being pain free. Recently, the patient attempted to resume therapy. Consequently, the ipg was unable to communicate with any of the external devices. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention on (B)(6) 2017 was undertaken wherein the ipg was explanted and replaced within the same pocket. Postoperatively, stimulation was effective and the issue resolved.